Event description:
A report was received per social media that the patient experienced a total failure with the bsc device. The patient underwent an explant procedure. No further information could be obtained.